Manufacturer narrative:
(B)(4).

Event description:
The customer contacted the philips response center. The response center instructed the customer to confirm the internal portion of the button was properly aligned and to replace the button if necessary. If was later confirmed with the customer that the customer confirmed the issue and the charge button was replaced by the customer.